Event description:
The surgical guide fit well on the patient. The doctor used his implant direct 2.3 guide handle and drilled with his implant direct pilot drill (2.3/2.0) part way to length. He took the guide off, the x-ray looked good, put the guide back on and used a drill extender to go to the length with the 2.3/2.0. He took the guide off and used salvin bone expanding osteotomes for tapered implants, first taking the 2.3 osteotome to depth and then the 2.8 osteotome to depth. He placed a 3.2/11.5 legacy iii by implant direct and verified by pa that it was to length. The buccal tissue had a slight grayish look so he took a scan and found the implant to be out of the facial bone. He then removed the implant and grafted the area. In his judgment, from the post op scan, he said it looks like his pilot hole started too far facial. He doctor said it wasn't the guide's fault.

Manufacturer narrative:
Method: guide seated on stone model with gauge pin. Assembly scanned and superimposed onto patient cbct scan. Implant created based on trajectory of gauge pin and measured against that of treatment plan.